Event description:
It was reported that signal noise was present on the atrial channel and the atrial pace impedance was greater than 3,000 ohms. The atrial lead appeared to have inner coil fractures. The patient experienced undesired stimulation sensations due to the event. The lead was successfully explanted and replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted the helix was extended and there were deformed coils approximately 320 mm from the terminal end. X-ray evaluation revealed that the outer conductor was fractured in the same location as the deformed coils. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that signal noise was present on the atrial channel and the atrial pace impedance was greater than 3,000 ohms. The atrial lead appeared to have inner coil fractures. The patient experienced undesired stimulation sensations due to the event. The lead was successfully explanted and replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. Subsequently, the lead was received and analysis completed.